Manufacturer narrative:
(B)(4). Ts discussed that this right ventricular lead (rv) is a high impedance lead and higher pacing impedance measurements were expected. Ts discussed checking the pacing thresholds to make sure the outputs were appropriate and continue monitoring. At this time the system remains implanted.

Event description:
Boston scientific received information that an alert was triggered due to out of range pacing impedance measurements on the right ventricular (rv) lead. It was noted that the impedances had risen gradually since (B)(6) 2015. The patient was pacemaker dependent, but did not experience any symptoms. In addition, it was noted that the pacing thresholds had risen. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted.

Manufacturer narrative:
(B)(4). Additional information noted that the latest pacing impedance measurements were within normal range. No further information was provided.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information noted that doing a pre revision check, there was no capture and ongoing out of range pacing impedance measurements on the rv lead. Sensing was seen when programming to lv only. Ts discussed the sensing phenomenon with this device. Also discussed that it appears the rv lead integrity may be compromised and did not recommend leaving the device programmed to lv pacing only. The field representative discussed that the physician will likely use a new lead as the patient had existing leads already in the body historically. No further changes were made at this time. Additional information provided noted that a revision took place. Upon opening the pocket, the device was removed and it was noted that the rv lead terminal pin was not fully inserted into the device header. The rv lead was tested with a pacing system analyzer (psa) and normal measurements were obtained. The system was reconnected and a follow up was planned in the future. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that a follow up took place and the pacing impedance measurements had since again increased as well as an increase in pacing thresholds. The patient noted that they had felt light headed while sitting. The symptoms correlated to when the field representative was performing pacing thresholds testing and loss of capture was observed. The device was reprogrammed and additional discussion and input was requested from ts. Ts discussed a possible rv lead issue and discussed evaluating the system. The field representative noted that this will be discussed with the physician and a final outcome will be provided.